Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the vio integrated electro surgical generator unit (iesu) to perform failure analysis (fa) evaluation. Fa was not able to reproduce the issue. The unit energized and cauterized, and all ports recognized instruments. Upon visual inspection, the unit was in good condition.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer has informed that error 2-8a has appeared on the integrated electrosurgical unit (iesu) touchscreen during surgery. The monopolar was not working, so the customer was able to continue using bipolar. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not yet receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The fse replaced the part to resolve the issue.